Event description:
It was reported that high impedance alerts were received via (B)(4). Connection issue was suspected. The screws were tightened down and the system remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.